Event description:
It was reported that the hl20 twin pump module displayed the error message: "head" during routine check. No harm to any person has been reported. The reported failure "head" could lead to an unintentional pump stop. Therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "head". The event occurred during routine check. No harm to any person has been reported. The reported error "head" can cause an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error message "head" indicates that the motor tacho is showing a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair. The technician found the wiring of the tacho board broken. The optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. In a similar complaint an optical tacho board was investigated by the getinge life cycle engineering. The most probable root cause could be determined as a broken wiring of the optical tacho board. The review of the non-conformities has been performed on (B)(6) 2024 for the period of 2014-11-04 to 2024-05-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-11-04. Based on the results the reported failure "head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.